Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was not able to be telemetered. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was not able to be interrogated. The device was removed and replaced. No patient complications have been reported as a result of this event.